Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the leg holder became loose and fell off the bed. The surgeon caught the leg and there was no harm to the patient. The outcome of the case was successful with a 15 min surgical delay.

Manufacturer narrative:
Reported event: customer reported that the new stryker leg holder became loose and fell off of the bed during the middle of the surgery. Device evaluation and results: device evaluation was not performed and the rail clamp assembly event was not confirmed. Device history review: no device inspection could be completed as the product information was not available for evaluation. Product was not received. Complaint history review: not enough information provided to preform a complaint history review. Conclusions: the customer admitted to user error when tightening the clamp to the bed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Device was not returned for evaluation.

Event description:
The surgeon was performing a total knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the leg holder became loose and fell off the bed. The surgeon caught the leg and there was no harm to the patient. The outcome of the case was successful with a 15 min surgical delay.